Manufacturer narrative:
Patient one (1) is a male, born in 1931. Patient two (2) is a female, born in 1933. Patient three (3) is a male, born in 1961. Patient four (4) is male, born in 1928. Patient five (5) is a male, born in 1933. Patient six (6) is a female, born in 1944. Patient seven (7) is a female, born in 1952. Patient eight (8) is a female, born in 1943. Patient demographics such as the exact date of birth, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the transducer voltage was unstable and could not be properly adjusted. The fse replaced the transducer to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction. All mdrs associated with this event: 2122870-2016-00014, 2122870-2015-00015, 2122870-2015-00016.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for eight (8) patients. The initial results for five (5) patients (designated as patients one (1), two (2), four (4), five (5), and seven (7)) recovered above the assay's normal reference range. The samples from patients one (1), two (2), four (4), five (5), and seven (7) were retested using the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The initial results from two (2) additional patients (designated as patients three (3) and six (6)) recovered within the assay's normal reference range. The samples from patients three (3) and six (6) were retested using the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The initial result for an eighth patient (designated as patient eight (8)) recovered above the assay's normal reference range. The sample from patient eight (8) was retested using the same access 2 immunoassay system and a lower result, above the assay's normal reference range, was obtained. The customer stated two (2) of the patients were admitted to the hospital and therapy was started. The customer was unable to confirm which of the eight (8) patients were admitted to the hospital and/or provide any details regarding the administered therapy. The change in treatment was assigned to patients one (1) and two (2). Patient two (2) will be addressed in MDR 2122870-2016-00015. The remaining six (6) patients that did not involve a change in treatment will be addressed in MDR 2122870-2016-00016. The customer stated quality control (qc) recovery was within the laboratory's established ranges and a system check passed within published performance specifications prior to the event. The customer tested qc after the event and determined all levels recovered within the laboratory's established ranges, however; level one (1) was repeated in order to obtain an acceptable result. A system check and precision run were completed after the event and the results passed within published performance specifications. Samples were collected in lithium heparin plasma tubes with gel. Samples were centrifuged for three (3) minutes at room temperature, poured off in to an alternate vessel, and re-centrifuged using the same parameters. The customer was unable to provide the centrifugation speed. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.